Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. An invalid syringe size was observed in the event history log (ehl). The investigator was unable to replicate this error during functional testing. The investigator concluded that the customer either incorrectly loaded an approved syringe, or tried to load an unapproved/unsupported syringe. A user issue was therefore established as the root cause.

Event description:
It was reported that the medfusion pump displayed a syringe size error. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: a1, h6, h10: information was received on 02/01/2021 indicating that the reported issue did not occur during use with a patient.